Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of capsular contracture were reviewed. The patch information not visible in the photo. Visual analysis of the photographs identified a flat crease. Due to impossibility to perform a further analysis via device analysis performed through photographs, it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.